Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a stroke with aphasia. During a pulsed field ablation (pfa) procedure a farawave 2.0 nav cath was selected for use. The day after the procedure, the patient was aphasic although the computed tomography was negative for stroke findings. The patient was admitted for further observation and the event is still ongoing. The device is not expected to return for analysis.

Event description:
It was reported that a patient experienced a stroke with aphasia. During a pulsed field ablation (pfa) procedure a farawave 2.0 nav cath was selected for use. The day after the procedure, the patient was aphasic although the computed tomography was negative for stroke findings. The patient was admitted for further observation and the event is still ongoing. The device is not expected to return for analysis. It was further reported that the patient made a full recovery on december 17th. The irrigation was not stopped during the procedure with a flow of 6 ml/min. The patient did not have history of prior strokes.

Manufacturer narrative:
Updated field b5 with new information received.